Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device and returned battery was put through extensive functional testing without duplicating the report. There was no fault found with the device. The device will be recertified and returned to the customer. Review of the device activity logs did not show any power related errors. Multiple battery faults were observed along with hardware error 1. These observations indicated that there could be potential issues with the customer's battery or battery management practices. The returned battery logs were reviewed and showed no faults or errors; we suspect this may have not been the battery used in the event. The customer was updated on the findings of the investigation and a potential suspect battery in their fleet. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.